Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, occluded. The customer reported blood glucose value of 340 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Troubleshooting was performed. The event involved product(s) mmt-7040a, mmt-1884, mmt-332a, mmt-397a. Customer was using the auto mode/smart guard feature at the time of the event. Customer reported insulin flow blocked alarm. Pump passed 5u fill cannula test. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer declined to continue with trouble shooting. No further patient complications were reported. No product return is required for mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, occlusion test, force sensor test, and self test. Pump passed the basic occlusion test at 4.5 lbs. The pump passed the displacement accuracy test at 0.0877 inches. Test p-cap and reservoir locked properly into the reservoir compartment. No no delivery alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed no delivery alarms on the event date of 06-sep-2024 at 15:23:00.000 to 17:10:00.000 during basal and bolus deliveries. Pump delivered 6 bolus deliveries on the event date of 06-sep-2024 at 08:21:23.000 to 19:30:53.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications (23.0 mv). The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. No delivery/occlusion alarm was not confirmed during testing. Unable to verify customer's complaint for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.